Manufacturer narrative:
The returned device was evaluated and found to perform as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues were noted that would cause high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Patient stated fiasp insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 introduction / page 10 warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient's blood glucose (bg) levels reached 23.4 mmol/l (422 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. When the pod was removed, it was noted that the cannula appeared bent. It was also reported that the patient "went to her doctor with ketoacidosis". To treat the patient's elevated bg levels, the doctor treated her with insulin. No additional information was provided.